Event description:
It was reported that while putting in implant, prongs that hold the implant onto the block broke off. We opened a new tray and used new block and slide to complete the procedure.

Manufacturer narrative:
Device history review, complaint history review, risk assessment; no relevant manufacturing issues were found that may have led to the reported event. DHR review of the reported the device revealed the age of the device to be almost 8 years. According to the general instrument IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The probable root cause of the reported event is determined to be normal wear and tear of instruments.

Event description:
It was reported that while putting in implant, prongs that hold the implant onto the block broke off. We opened a new tray and used new block and slide to complete the procedure.